Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Visual examination of the connector noted tool marks were present. Cautery marks were noted on the device can/shield.

Event description:
It was reported that the device was prematurely at end of life (eol). The device was explanted and replaced. It was also reported that the right atrial lead was dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.